Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacemaker syndrome was suspected, and heart failure observed with the patient. There was a noted increase in ventricular pacing rate after the implantation of a leadless implantable pulse generator (ipg). The device was later programmed off, and eventually upgraded to a transvenous pacing system. No further patient complications have been reported as a result of this event.